Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 600.6840. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 600.6840 on pcu8015 sn (B)(4). The error was in the error log. (B)(6) was not able to duplicate the error. Case resolution: (B)(4).